Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and impedance were increasing gradually. Lead will be scheduled for change out because the patient does not have intrinsic rhythm. This malfunction may contribute serious injury. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high thresholds and impedance were increasing gradually. The cause seems to be a myocardial problem. The replacement procedure was carried out on (B)(6). However, because the blood vessel on the ipsilateral side was occluded, the lead could not be added and the lead was used as it was. It was recommended to replace the main unit. If replacement is necessary, consider adding from the right side. No additional adverse patient effects were reported.